Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set did not flow and the twist clamp separated. Approximately three (3) weeks after receiving a routine transfer set change, the patient returned to the clinic because they were having issues with poor draining and no flow through the transfer set. Additionally, ¿when the patient removed the cap, the dark blue (female connector) and light blue (main body) parts (of the twist clamp) separated from each other¿. The transfer set was changed and at that time, the nurse noted the ¿tubing under the white clamp was fused together and would have prevented flow¿. These issues were identified while the set was in use on the patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted the female connector was separated from the main body of the twist clamp. The insert chip was not present on the female connector however, there was evidence that one was previously present. There was evidence of solvent inside the barrel of the light blue main body component. The tubing was separated (torn) from the female connector. The tubing was stuck together. A clear passage functional test was performed and there was no flow through the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.